Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-15 rtg0732030 (hcp): 2025-jan-15 rtg0732030 (hcp): information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis indications for use. It was reported that there was a motor stall in the log from 2025-01-06-but it recovered in ~20 minutes.  Additional information was received a company representative (rep) stated that the patient will visit their physician on 2025-02-13 to troubleshoot the pump. The patient was doing well.